Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the stent balloon burst due to severe and hard calcium. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual and tactile examination identified no kinks or damages along the entire length of the hypotube and the distal extrusion identified no damage. A microscopic examination of the crimped stent identified no damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. The device was attached to a pretested druck gauge, and the balloon was inflated to 16 atmospheres with no leaks noted. The stent fully expanded on the balloon. A vacuum was applied and the balloon deflated with no resistance and the stent deployed from the balloon. The balloon was inflated on two more occasions to 16 atmospheres with no leaks noted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50 x 16 mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the stent balloon burst due to severe and hard calcium. The procedure was completed with another of the same device. No patient complications were reported.